Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: unknown, lot: 173199.

Event description:
Related manufacturer report number 3006705815-2023-04728. It was reported that the patient had an infection at the ipg site and lead site. Patient underwent surgical intervention wherein the entire system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.